Event description:
The site reported that the cardiac on-call team was called in to perform a heart catheterization on a pt for an acute myocardial infarction. The avanta injector was set-up and the initial injection revealed slow flow in the left anterior descending and circumflex arteries. Within two minutes of the injection, the pt required cardio-pulmonary resuscitation, intubation, a temporary pacemaker insertion, and intra-aortic balloon pump (iabp) insertion. The pt stabilized enough for the completion of the cardiac catheterization. The films revealed triple vessel disease which necessitated open heart surgery. The pt was sent to the intensive care unit while still intubated and with the intra-aortic balloon pump in place to await surgery. The pt was awake and able to follow commands. A physician review of the films indicated that the pt suffered an air injection. Further f/u was performed with the site. The site concluded that the disposables were not properly purged of air prior to the procedure. The director of cardiac services at the site further explained that although the CPR was performed as a result of the air injection, the emergency open heart surgery, that was performed, was due to the triple vessel disease that was seen on the cardiac catheterization films, not a result of the air injection.

Manufacturer narrative:
A medrad service engineer performed a system service check of the injector. All of the testing that was completed checked out fine and performed according to specs. The disposables that were in-use during this procedure were disposed off by the customer and not available for eval. Add'l applications training was performed.